Event description:
The account stated the unit has no function. The bed is in the flat position and lowered all the way. He has replaced the hand pendant with no change to bed function.

Manufacturer narrative:
The account replaced the controller box to repair the bed.